Manufacturer narrative:
Insulin pump received with severely cracked and bleeding liquid crystal display glass. Unable to perform displacement due severely cracked and bleeding crystal display glass. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had broken screen caused by accident. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.